Event description:
It was reported that, the atrial channel from this pacemaker was noted flat. The technical services (ts) reviewed the episode and indicated that it was due to the standstill and since the ventricular rate was fast, it kept resetting the timing faster than the va interval, leading in no atrial pacing. This is normal device timing and operation. Additionally, it was noted that there was noise on the atrial channel that was oversensed with multiple inappropriate atrial tachy response (atr) episodes with a sporadic decrease in the impedance. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the atrial channel from this pacemaker was noted flat. The technical services (ts) reviewed the episode and indicated that it was due to the standstill and since the ventricular rate was fast, it kept resetting the timing faster than the va interval, leading in no atrial pacing. This is normal device timing and operation. Additionally, it was noted that there was noise on the atrial channel that was oversensed with multiple inappropriate atrial tachy response (atr) episodes with a sporadic decrease in the impedance. Further information was received that the right atrial (ra) lead exhibited low out of range pace impedance measurements and undersensing. Ts recommended further evaluation of this lead. This pacemaker remains in service. No adverse patient effects were reported.